Manufacturer narrative:
Device serial number was requested but not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2021 and (B)(6) 2021 there were no external power events captured by the log files. Technical services reviewed the log files and found that this was caused by power to the mobile power unit being briefly interrupted. There was no interruption in pump support and no other unusual events were recorded in the log file event history.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported no external power alarm was confirmed via the log file analysis. The mobile power unit (mpu) was not returned for analysis; however, a log file was submitted for review with events spanning approximately 48 days (19may2021 ¿ 07jul2021 per the timestamp). A no external power alarm was active on 29may2021 at 08:56:49 and on 22jun2021 at 23:52:17. These alarms appear to be caused due to a loss of ac power while connected to the mobile power unit (mpu). The no external power alarm activated despite both cables being connected to the mpu. The backup battery supported the system during these events. The alarms cleared once power was restored. Pump operation was not affected. No other notable alarms were observed in the log file. Multiple good faith efforts were sent regarding the serial number of the mobile power unit (mpu), if any equipment was replaced and if it would be returned, if the mpu had a v-lock connector on the ac power cord, if it was known whether any environmental circumstances may have caused the reported event, or if the power cord came detached from the unit. To date, no response has been received. A root cause for the reported event could not be conclusively determined through this analysis; however, the alarms appear to be due to a loss of a/c power. The device history records were unable to be reviewed due to no serial number being provided for the mobile power unit (mpu). Heartmate ii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate ii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Additionally, heartmate ii patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories for damage, and to replace any equipment that appears damaged or worn. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power alarms. Heartmate ii instructions for use section 3 ¿ ¿powering the system¿ and heartmate ii patient handbook section 3 ¿ ¿powering the system¿ addresses the user to not use expired batteries and advises the user to properly dispose of them. Heartmate ii patient handbook and heartmate ii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.